Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration'), fallopian tube perforation ('fallopian tube perforation'), pregnancy with contraceptive device ('claiming pregnancy: stillbirth/miscarriage') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: it was unknown whether essure confirmation test was conducted or not. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, weight increased, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea,pelvic/abdominal, dyspareunia, menorrhagia, migration, perforation, fatigue, weight gain, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury¿ was deleted and new events dysmenorrhea (cramping),pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),s pregnancy with essure microinsert, stillbirth/miscarriage, migration, fallopian tube perforation, vaginal discharge,fatigue, weight gain, migraine, headache, device ineffective were added. Patient & reporter information were updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.